Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 40 mg/dl. Customer was in auto mode. The customer also had blood glucose level of 75 mg/dl. Customer refused medical attention. The customer did not provide any symptoms regarding low blood glucose. The customer was treated for the low blood glucose with apple juice and a couple of cookies. The customer stated that low blood glucose level was due to his fault not due to device fault. The insulin pump was not returned for analysis. Unomed inf set, frn-mmt-332-rsvr, ozp-mmt-7020-snsr.